Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope had a 3d mode that didn't work. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, update to field d8, update to field h4, and correction to field h6 component code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, a b31 output problem error message and distal end glue worn out were found. Based on the results of the investigation, and although we could not specify the root cause of the suggested events, it is likely the error message event was caused by water invading the video connector during device handling by the user, which led to the occurrence of the suggested event. For the second event, it is likely physical stress/chemical stress were applied to the device's distal end during device handling by the user, causing the suggested event to occur. The events can be detected by following the instructions for use which state: inspection of the endoscopic image. Inspection of the endoscope. Olympus will continue to monitor field performance for this device.